Manufacturer narrative:
Received (B)(4) for evaluation. We have no further complaints on the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated. Corrected data: h3 samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received from the customer and are not yet evaluated. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states tubes are underfilling. Customer has confirmed that if a sbc is used a discard tube is drawn; that tube is held in place with thumb until tube is filled; and if a syringe is used a blood transfer device used to transfer the blood into the tube.